Event description:
It was reported that the patient saw a "reposition antenna" screen on the recharger. The caller noted that they had not recharged for about a month. The caller reported they went in for the MRI last week, and the hcp could not find the ins with their equipment. The caller wasn't sure when the last time they had therapy was, maybe about a month ago, because they have really low settings and only notice the lack of therapy if their kids tell them they were shaking a lot. Advised the caller to get the patient programmer pp and try to connect to the ins. The caller needed to try two sets of batteries for it to power on, but it did. The caller saw the poor communication screen. Advised caller to try the recharger again and was seeing the "reposition antenna" screen. The caller noted that they had let their battery deplete in the past; they were not good at keeping it charged and wished they had a recharge-free device. The caller had already called their hcp and indicated they did not want to discuss replacement until they reached the manufacturer company first. Pss reviewed discharge vs. Overdischarge, and the patient noted that they had never had to have the hcp pull the ins out of an overdischarged state in the past. The telemetry/communication issue was not resolved. The patient was redirected to their healthcare provider to address the issue further. Additional information received from the manufacturer¿s representative (rep) reported the patient¿s battery was dead at the time of an appointment on march 17th. The rep stated the recharger was too cumbersome, required too much effort, and coupling didn¿t work for the patient, so they weren¿t charging. Additional information was received f rom the manufacturer representative (rep) confirming the implantable neurostimulator ins was overdischarged. The charging and telemetry problems were resolved by resetting the recharger at doctor's office. It was confirmed with the healthcare provider that the patient could recharge their implant.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.